Manufacturer narrative:
A review of system data indicated that there is no issue with the device that would cause the adverse event.

Event description:
3rd degree burn. Post tx cleansed with alcohol and applied bacitracin on top of area treated. Pt was to cleanse treated area w hibiclense and then applied bacitracin 2x that day, then 3xs next day. Pt was given 500mg iboprofen, and told to take every 4 hrs for day one.